Manufacturer narrative:
The sample is available for evaluation. No additional information regarding this incident is available. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted. (B)(4). Date submitted: (B)(4) 2011.

Event description:
The clinician was carrying out an IV infusion of cytotoxic drugs in the oncology department. The unit was inserted and blood came back on the cannulation and leaked from the tubing. The faulty catheter was removed and a new device was inserted.